Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of a stylus and cursor misalignment. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not align/calibrate to the screen accurately. It was noted that there was extreme misalignment of the stylus to the cursor. It was also noted by the user that they could not remove the radiofrequency head plug from the programmer due to it being stuck. The programmer was returned for service. There was no patient involvement.